Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has experienced low blood glucose levels recently. The customer was concerned with the insulin pump because there were several boluses in the bolus history that she did not program. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. The customer stated that she was on her back up plan at the time of the call, and would be calling back if she felt the need to have the insulin pump replaced. Nothing further was reported.